Event description:
It was reported that patient never had therapeutic effect. It was further reported that the implantable neurostimulator (ins) did not work. It was noted that the patient thought that the additional medication during the trial helped. It was further noted that the patient did not know they were going to be awake during the surgery and would have never had the device implanted if they had known everything that was involved. The patient reportedly wanted that system removed. It was noted that the ins was bigger than the patient thought it was going to be and it was painful. It was also noted that the patient had an unrelated (B)(6) infection ¿a couple of years¿ prior to the date of the report. It was noted that the physician that treated the infection instructed the patient to have it removed if the patient did not want to use it because it was ¿a hotbed of infection.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).